Event description:
Philips received a complaint by the customer on the v60 indicating that the leak value was not displayed. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the leak value was not displayed. This investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
It was reported that the leak value was not displayed. The unit was sent to the repair center. At the repair center, the reported issue could not be confirmed. The reported issue could not be confirmed. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.